Event description:
During a laparoscopic procedure, the suture broke post-operatively. A reoperation was performed the 5 days and add'l suture was applied. The hosp has reported the pt has subsequently expired due to conditions unrelated to the device.